Event description:
A pt underwent a therapeutic egd procedure for hemostasis in the stomach. The clinician was unable to deploy the resolution clip device. The outer sheath kinked resulting in the inability to deploy the clip. The same issue occurred on two additional attempts (please note associated medwatch reports: 6000048-2006-00084 and 6000048-2006-00085 attached). The procedure was successfully completed with another of the same device. The pt did not sustain any known complications as a result of the deployment issue. The pt condition was noted to be "ok".